Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly moderately calcified forearm vessel. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres . The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name -(B)(6).